Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in clinic for a device check and an infection was noted. The right atrial lead was explanted. A new system was implanted on the right side. The patient was stable throughout.